Event description:
A caller reported a cartridge alarm 30 but confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump, ensuring delivery of a new pump with updated software. The customer acknowledged the steps required for receiving and setting up the replacement, including using a backup insulin pump and returning the problematic device to tandem.